Event description:
It was reported that while the patient was using a power tool to change a tire the lead sensed electromagnetic interference and delivered seven inappropriate shocks to the patient. No programming changes were necessary and the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.